Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5f sheath after a diagnostic procedure. Reportedly, a posterior cuff miss occurred. The proglide was removed an a second proglide device was used. Resistance was felt when depressing the plunger. The plunger was retracted and an anterior cuff miss occurred. The second proglide device was removed and a third proglide was used. After the plunger was retracted a posterior cuff miss occurred. The third proglide was removed and it was noticed that the link had wrapped around the foot during suture deployment. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The other two proglide devices referenced, are filed under separate medwatch MFR numbers.